Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a generator error message when trying to take images. This rendered the system unusable and an alternate system was required to complete the case. There is no report of pt injury associated with this event.